Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device shut off during testing. Therefore, the reported condition was confirmed. It was further observed that the electric motor was not functioning and the wires on the electric control unit were damaged. The assignable root cause was determined to be due to wear on electrical and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the small battery drive device was not working. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number extension: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.